Event description:
It was reported that a pediatric user experienced hypoglycemia while using the ilet system at school, with lowest reported blood glucose of 60 mg/dl, and the school nurse sought guidance about temporarily removing the pump for an hour if lows did not respond to two treatments. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included treatment with oral carbohydrate and assistance from a school nurse, with no medical intervention or hospitalization. Investigation included case review, user interview, and referral for diabetes education regarding hypoglycemia management and behavioral/algorithm influencer coaching. Investigation of this case revealed no device alarms reported at the time of the event and no identified device malfunction, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.